Event description:
Additional information received reported the patient had been scheduled to undergo a neurostimulator revision on (B)(6)-2011. During the revision the neurostimulator was going to be moved to the other side of the patient's body because she had lost weight and was having erosion issues. During the procedure the physician dropped the neurostimulator; therefore, a new neurostimulator was opened and used. The patient recovered without sequela.

Manufacturer narrative:
Lead model 3986a lot# n142878 implanted (B)(6) 2009 explanted unk; extension model 37083-40 (B)(4) implanted (B)(6) 2009 explanted unk; programmer model 37743 (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is completed.

Manufacturer narrative:
Analysis of the neurostimulator (ins) model 37711 (B)(4) found no significant anomaly. The ins was functionally okay with insignificant anomalies. Testing of the recharge function of this ins found it to be functioning normally. The ins was recharged at body temperature with approximately 1cm of space between the ins and charger antenna. The charge time was 4hrs 13 min. The ins charged from 3.775v to 4.065v with 100% coupling. According to the trace report obtained from the ins, the total recharge count is 35. The last recorded recharge session done while the device was implanted was (B)(6) 2011. The device was recharged for 2 hours 10 minutes. The battery charged from 3.855v to 4.050v. The parameter trend diagnostic section of the trace report shows no patient usage after this recharge session. Analysis of the plug model 3550-29 found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Telemetry issues were reported on (B)(6) 2011. The patient last felt stimulation a few weeks prior. It was noted that the implantable neurostimulator was very shallow in the abdomen. The patient fell earlier in (B)(6); however, it was unclear if the fall contributed to the loss of telemetry. Additional information received reported the battery was discharged and a recharge session was successfully initiated at the physician's office. Very good coupling (6-8) bars was established in the office and the device was recharged to 100% that afternoon. The recharging frequency matched system settings. The patient hadn't used stim for weeks prior to the event, but was getting effective stimulation and good coverage following the recharge session. The manufacturer's device registry indicated the neurostimulator had been replaced, which conflicted with the reported information. The reason for explant was not provided. Additional information has been requested but was not available as of the date of this report.